Event description:
The femoral block didn't fit according to the rep. It sat over a cm off the bone.

Manufacturer narrative:
Method: visual examination, materials and design parameters. Results: visual examination indicates the guide was slightly warped. Materials and design parameters were within specification. Conclusion: internal stress alteration following sterilization. No obvious inclusions or internal structure deformities.